Event description:
Plaintiff alleges being diagnosed as being allergic to latex after repeated exposure to latex gloves. She alleges that as a result of this exposure, she has become sensitized to latex and is now subjected to increased health risks and is subject to one or more anaphylactic reactions. In addition she alleges that she has suffered substantial injury, pain and suffering as well as economic loss.